Manufacturer narrative:
Analysis of the pump (sn: (B)(4)) identified residue in the motor gear train. Analysis identified wearing on the upper shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. The previously reported conclusion code has been updated. The previously reported method code has been updated. The previously reported results code has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain. It was reported that the patient¿s pump stalled, recovered, and then stalled again with no recovery. The patient did not recently have magnetic resonance imaging performed. There was no electromagnetic interference (emi) or magnetic interaction with the pump. No patient symptom was reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the reason for the motor stall was unknown. The pump was placed into minimum rate. A dye study was done which showed that the catheter was patent. The pump was replaced on (B)(6) 2020. No further complications were reported.